Event description:
As reported by the field, during a procedure, a prowler select plus 150/5cm microcatheter (606s255x, 30591138) became impeded. The physician felt resistance when the 4mmx23mm enterprise intracranial stent (encr402312, 6441633) arrived at the tip of the microcatheter, it could not be released. Then the stent was removed with the microcatheter together. New other brand devices were changed to complete the surgery. There was no patient injury report. Two photos of the complaint devices were provided.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two photos of the complaint devices were provided. In both photos, it can be observed that the stent is halfway out of the microcatheter and covered with blood. Due to the resolution of the picture and the distance from which the photos were taken, no damages could be noted on the microcatheter. A manufacturing record evaluation was performed for the finished device 30591138 number, and no non-conformances related to the malfunction were identified. The reported condition as related to the microcatheter being obstructed was confirmed based on the evidence shown in the pictures. However, no contributing factors could be identified at this time. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device is returned for evaluation. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00166.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a procedure, a prowler select plus 150/5cm microcatheter (606s255x, 30591138) became impeded. The physician felt resistance when the 4mmx23mm enterprise intracranial stent (encr402312, 6441633) arrived at the tip of the microcatheter, it could not be released. Then the stent was removed with the microcatheter together. New other brand devices were changed to complete the surgery. There was no patient injury report. No additional information is available. Two photos accompanied the complaint file in which the stent can be observed halfway out of the microcatheter and covered with blood. Due to the resolution of the picture and the distance from which the photos were taken, no damages could be noted on the stent nor the microcatheter. A non-sterile prowler select plus 150/5cm was received inside of a pouch. The microcatheter was noted to be compressed at 9mm from the distal end. The ID and the od from the micro-catheter were measured and were found within specification. A manufacturing record evaluation (mre) was performed for the finished device 30591138 number, and no non-conformances related to the malfunction were identified. The devices were returned to cerenovus for further evaluation. Upon arrival, the microcatheter was noted to be compressed at 9mm from the distal end. No further damages were noted throughout the length of the device. The microcatheter was confirmed to be within specifications for the inner diameter and the outer diameter. The deployed condition in which the stent component arrived at the lab precluded further evaluation along the microcatheter. However, a guidewire was inserted and advanced through the microcatheter to verify and locate any obstruction, but it advanced until it came out from the distal end without noticeable difficulty. The root cause of the damage noted on the microcatheter remains inconclusive based on the limited information available, as it may relate to factors not documented on the complaint or concomitant devices that were not submitted. Although the customer complaint could not be evaluated based on the conditions described above, the damage noted on the distal portion of the microcatheter could be related to the issue reported. The fact that the compression was noted at 9 mm from the distal end of the microcatheter suggests that the stent could be advanced up to the distal portion and the difficulty to advance out of the microcatheter appeared until the stent reached this damage. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed and no non-conformance was found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.